Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening on the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side "flat," malposition, and capsular contracture, baker grade iii. Device as been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "flat." Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported capsular contracture, baker grade iii with implant malposition. The device has been explanted.